Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported deployment issue and separation was confirmed. The difficulty removing was unable to be confirmed as it was based on case circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the deployment issue; however the resistance during removal, separation and delay in procedure appear to be related to circumstances of the procedure. Unique device identifier (UDI): ((B)(4).

Event description:
Subsequent to the initial report information was received that the device was returned with a tip/inner member separation and a separation of the outer member at the handle. Additional follow up with the site indicated that the site was unaware of the tip separation; however, the separated segment does not remain in the patient anatomy and is presumed to have been discarded. No additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant: guide wire: csi viper. Embolic protection: emboshield nav6. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that on (B)(6) 2016, the patient underwent a procedure to treat a totally occluded target lesion in the left superficial femoral artery (sfa). The vessel was treated with a 1.7 laser device and predilated three times using a 5.0 x 150 mm armada dilatation catheter and three times using a 6.0 x 200 mm armada dilatation catheter. The 6.0 x 150 supera stent delivery system was advanced to the target lesion and deployment was started. During deployment of the supera stent, about midway through deployment, the stent would not deploy further. The thumbslide was pushed and it was noted to be very smooth-moving and would not push out the stent anymore. All devices (stent delivery system, non-abbott guide wire, emboshield nav6 embolic protection device (used over the non-abbott guide wire), introducer sheath) were removed as a single unit, including the supera stent. Resistance was noted and the supera delivery catheter shaft separated during removal, at a location outside the patient anatomy. All segments of the device were removed from the patient anatomy. Although there were no adverse patient effects, a clinically significant delay was reported due to the difficulty removing the device. No additional intervention was performed and the procedure ended at that time. The patient was seen on (B)(6) 2016 and underwent a second stenting procedure to treat the totally occluded sfa. A 2.0 laser device was used, followed by predilatation. Three supera stents and 2 absolute stents were implanted without issue. Post procedure, patient is doing well. No additional information was provided.